Event description:
Caller states the patient tested 4.3 inr on the coaguchek system and 2.4 inr on a comparison lab. Coumadin was held for two day based on result of 4.3 inr, however, no adverse event reported. Requested return of suspect system and replacement was sent.